Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The air/water nozzle was clogged. There was a leakage from the device. The light guide lens cover was cracked. The coating of the image guide bundle and fibers were damaged. The adhere of the bending section rubber was chipped. The metal braid was damaged. The insertion tube was bulging. The insertion tube coating was damaged and deposits are visible on the tube. The brake force of the up-down-knob was too low. The angulation was insufficient. The variable stiffness function was insufficient. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was a leakage from the switch of the device and a defective light guide lens. The user returned the device to olympus repair center. Olympus repair center found the following. The auxiliary water channel was clogged. A foreign material was exited out from the auxiliary water channel of the device after the reprocessing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to report the correction of aware date on MFR report #8010047-2021-05663. Olympus became aware of the reportable event on apr 27, 2021. Therefore, olympus medical systems corp. (Omsc) corrects "date received by manufacturer" of the initial report to apr 27, 2021.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -olympus repair center felt an unsanitary smell at the insertion tube. -the glue color of the bending section rubber was turned to white. -the coating on the insertion section was damaged. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the inappropriate reprocessing of the device by the user. If significant additional information is received, this report will be supplemented.